Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they attempted to repair the device with parts source "refurbished" parts, and the device would not fill. They requested a quote for a loaner and the 2000 hour service. They called to state that the device was failing calibration for an error 5. They discussed this was indicative of a failing circulation pump. System hours were approx. 3600 and no record of pump replacement. They discussed repair options and they stated that would discuss options with management and come up with a repair strategy . Per depot repair service on 24apr2024, it was reported that refurbished parts were installed as a repair , bolts were missing from the device, pressure transducer gave false reading .

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed pressure transducer. The pressure transducer started to give false readings during post repair functional test. Replaced pressure transducer. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they attempted to repair the device with parts source "refurbished" parts, and the device would not fill. They requested a quote for a loaner and the 2000 hour service. They called to state that the device was failing calibration for an error 5. They discussed this was indicative of a failing circulation pump. System hours were approx. 3600 and no record of pump replacement. They discussed repair options and they stated that would discuss options with management and come up with a repair strategy. Per depot repair service on 24apr2024, it was reported that refurbished parts were installed as a repair, bolts were missing from the device, pressure transducer gave false reading.